Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 180 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.